Event description:
According to the literature, an article reported a case where a radiofrequency ablation (rfa) was performed using a cool-tip 2-cm electrode for the treatment of a locally recurrent lung cancer lesion in the mediastinum near the aortic arch. One month after the treatment, it was reported that the patient developed a hoarseness of breath. Laryngoscopy revealed fixation of the left vocal cord, consistent with a diagnosis of left recurrent laryngeal nerve palsy. During the follow-up for seven months, there were no signs of infection and the lesion did not regrow, however, there was only a slight improvement in symptoms and the hoarseness of breath remained.

Manufacturer narrative:
Literature events: author: kazuki murai, md, phd, akira yamamoto, md, phd*, ken kageyama, md, phd,mariko nakano, md, phd, atsushi jogo, md, phd, yukio miki, md, phd title: a case of recurrent laryngeal nerve paralysis caused by radiofrequency ablation for mediastinal recurrence of lung cancer. Source: https://doi.org/10.1016/j.radcr.2023.12.059 / 1930-0433/© 2023 the authors. Published by elsevier inc. On behalf of university of washington. This is an open access article under the cc by license (http://creativecommons.org/licenses/by/4.0/) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, rfr and fdp codes were updated correction: e1(initial reporter was removed), e3 was removed new information has been received, and reassessment of the complaint found that it is no longer a reportable issue. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, an article reported a case where a radiofrequency ablation (rfa) was performed using a cool-tip 2-cm el ectrode for the treatment of a locally recurrent lung cancer lesion in the mediastinum near the aortic arch. One month after the treatment, it was reported that the patient developed a hoarseness of breath. Laryngoscopy revealed fixation of the left vocal cord, co nsistent with a diagnosis of left recurrent laryngeal nerve palsy. During the follow-up for seven months, there were no signs of infection and the lesion did not regrow, however, there was only a slight improvement in symptoms and the hoarseness of breath remained. Of the adverse events that were mentioned within this article, none of them relate directly to the medtronic device.